Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) failed pneumatic test.

Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical , problem and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported by the biomed that during use, the cs300 intra-aortic balloon pump (iabp) failed pneumatic test and there was a leak in iab. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the biomed failed to zero the pressure before starting the test. The fse was unable to duplicate the issue. The fse performed functional and safety tests successfully.